Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device was explanted electively due to approaching eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup operation could not be confirmed. The device was tested on the bench and with automated test equipment and found no anomalies. The cause of the battery depletion was found to be normal.